Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The following cosmetic damage was noted: cracked reservoir tube lip, cracked battery tube threads, cracked case at a display window corner, minor scratches on the lcd window, and a scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had a keypad anomaly; none of the keys were responding. The patient's blood glucose at the time of incident was 20.0 mmol/l. Troubleshooting was initiated for the keypad anomaly. The customer stated that prior to the keypad anomaly his clothes had gotten a little wet from a theme park ride. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.